Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that intraoperatively the inner shaft of the instrument broke inside the outer shaft. No fragments were generated. The surgery was completed successfully with a second instrument which was available. There was no surgical delay and no patient impact. This report is for one implant inserter sh connection. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot d9 h3, h4, h6: part # tft30101 lot # e20di0715 supplier: eit ¿ batch1: lot qty of 100 units were released on march 23, 2021 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the implant inserter pin of the implant inserter sh connection was broken and stuck inside the inserter body and the knob. The broken shaft of the implant inserter pin was also returned. No other issues were identified. The dimensional inspection could not be performed due to the post manufacturing damage. The observed condition of the implant inserter sh connection was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. A functional test could not be performed as the the device could not be disassembled because of the broken implant inserter pin. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the implant inserter sh connection was observed to in the broken condition. While no definitive root cause could be determined from the available information, it is probable that the implant inserter pin of the implant inserter sh connection was broken due to the exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.